Event description:
It was reported that the patient had a loss of therapeutic effect, and that the symptoms were in the wrong location. Reportedly, the patient had a medical condition that caused her to fall and that she has fallen several times over the past two weeks, a few of which were 'pretty severe,' and that was when she noticed a return of symptoms and change in stimulation sensation. The patient was redirected to their healthcare provider and a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v988029, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with the device or therapy, but she had not sought further help.